Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the product was in use with pt. The product was found to be leaking and the leakage source was confirmed to be the inflation line. User reported the device was removed and replaced. No incident related medical sequela reported.